Event description:
It was reported that the patient received inappropriate shocks. Low sensing was also observed. X-ray revealed lead dislodgment. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was received cut in two pieces. Since the lead was cut in the field, the lead impedance and high voltage integrity could not be measured. The damage found was sustained during the surgical procedure.